Event description:
It was reported that the holster was giving multiple error codes of l3-002, l3-021, l3-017, l3-007 & l4-034. There was no report of pt consequence. The breast biopsy has been completed.

Manufacturer narrative:
(B)(4): eval summary: based on the analysis results, this complaint is now determined to be an MDR malfunction. The analysis site confirmed the customer complaint of "multiple error codes" and found this was due to the translational cable, and to correct this issue the site replaced the translational cable. The unit would fire with the safety on due to a bent safety latch and to correct this issue the site replaced the safety latch. The transmission bottom was cracked and was replaced, and the e-clip was damaged during disassembly and was replaced. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.